Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one magnum biopsy instrument was returned for service and repair. Visual and function testing was performed. The investigation is confirmed for failure to prime, as the evaluation confirmed deterioration to the slide and sled contributing to observed resistance when priming the device. The evaluation further identified a bent cover contributing to an issue closing the driver lid. Therefore, the investigation is also confirmed for difficult to close. However, the investigation is inconclusive for the self activation as further function testing could not be performed due to both the priming and lid issues. Substantial driver deterioration contributed to the confirmed priming and lid closing issues. However, the definitive root cause for the noted deterioration is unknown. It is unknown if maintenance and/or procedural issues contributed to the identified deterioration and reported event. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self-activated after priming both the first and second slides and the lid of the device would not close. It was further reported that the same needle was used in another device to complete the procedure. There was no patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device is pending return to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self-activated after priming both the first and second slides and the lid of the device would not close. It was further reported that the same needle was used in another device to complete the procedure. There was no patient contact.